Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead had dislodged 15 min post implant while patient was in recovery. The lead was repositioned at an additional surgical intervention. No additional adverse patient effects were reported.